Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis of the device received, the proximal coil of the product was found offset (bent/curved), meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, a 5x21 embotrap2 revascularization device (et007521, 20d014av) was neither moving forward nor retrieved in the microcatheter. There was no patient injury reported. No additional information is available. The visual inspection of the stent like assembly of the returned embotrap device post disinfection, under magnification, didn¿t indicate any significant damage or deformation. There were no strut fractures on any components. Visual inspection of the proximal coil, under magnification, indicated a minor coil offset at the distal portion of the proximal coil which may indicate pushing the device against resistance. The distal coil was intact. The visual inspection also indicated that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The returned embotrap device, loaded into the insertion tool, was attempted to be inserted into a sample headway21 microcatheter to confirm the reported complaint event. The insertion tool was fully seated in the microcatheter hub i.e. Approximately 1mm from the microcatheter lumen, and the embotrap device was advanced forward from the insertion tool. The advancement of the returned embotrap device into the headway21 was successful without any noted resistance. The returned embotrap device was movable inside the microcatheter without any noted resistance. A review of the manufacturing documentation associated with lot number 20d014av presented no issues during the manufacturing or inspection process that can be related to the reported event the reported customer complaint of ¿embotrap - impeded in mc without loss of cerebral target position¿ was not confirmed. The returned embotrap device didn¿t indicate any significant deformation or damage which could contribute to the reported event. The simulated loading of the returned embotrap device into a sample headway 21 microcatheter confirmed that the returned embotrap device was able to be moved throughout the headway21 without any noted resistance. A visual inspection of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation. The most probable causes of the failure to advance through the microcatheter are concluded to be either: a microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. A localized, temporary constriction in the proximal end of the microcatheter that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). There is no indication that this complaint was as a result of a defect with the embotrap devices. Impeded in microcatheter is a known potential issue associated with the use of the device. The instruction for use (IFU) contains instructions and cautions regarding the insertion of the embotrap into the microcatheter. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomy, a 5x21 embotrap2 revascularization device (et007521, 20d014av) was neither moving forward nor retrieved in the microcatheter. There was no patient injury reported. No additional information is available. Based on the product analysis on the device received, the proximal coil of the device is found offset (bent/curved).